Manufacturer narrative:
Continuation of d10: product type: mobile platform, product ID: tm90t0, lot#serial#: (B)(6), product type: accessory, product ID: a820, lot#serial#: unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (con) regarding an external device to an implantable pump infusing unknown drug for non-malignant pain. It was reported the patient reported the handset was taking a long time to connect to the pump. The patient stated that they needed to rub the communicator against their skin, to the point that it would become sore, for it to work. The agent reviewed the data and assisted the patient in deleting it. After that; the patient was able to connect to the pump without lag. The agent also reviewed best practices and the proper placement of the communicator while connecting to the pump. It was reported that they were allowed 4 boluses a day.